Event description:
The patient reported experiencing a blood glucose (bg) of 572 mg/dl during the early morning of (B)(6) 2011. There were no reported signs or symptoms of hyperglycemia and the patient did not test for ketones. Troubleshooting indicated the following sequence of events: the patient cancelled a bolus at 5:34 pm on (B)(6) /2011; an empty cartridge alarm occurred at 5:47 pm on (B)(6) 2011, but the patient stated she did not change the cartridge for an hour; the patient changed the site and set at 6:30 pm and ate dinner; the patient bolused for a bg of 300 mg/dl at 6:54 pm but did not bolus additionally for dinner. At the time of the call to animas customer support, the patient had reportedly not bolused for three hours, and her bg elevated to 572 mg/dl. There is currently no indication of a pump malfunction. The pump is not being returned at this time and the patient continued with insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy. Customer support determined that training and use error likely caused or contributed to the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: insulin delivery totals from the pump's histories appear to be inconsistent due to an unrelated time and date issue. There was no data in the black box from the time of the reported incident due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.